Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device could not be conducted as the lot number remains unknown. According to the gore® acuseal vascular graft instructions for use (IFU, complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: thromboses.

Event description:
The following was reported to gore: on (B)(6) 2017, a gore® acuseal vascular graft (ech060040j/lot unknown) was implanted in the patient's upper arm for an arteriovenous application. On (B)(6) 2017, an occlusion of the graft was observed. Thrombectomy was performed to restore the patency (coded (B)(4)). No further information is available.